Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): performance data collected from the device was analyzed and indicated that the measured battery voltage was 2.81v approximately 22 months after implant. Preliminary analysis of the device confirmed the battery was at recommended replacement time (rrt) with a telemetered battery value of 2.62 volts. No high current drain was observed in the hybrid. A complete investigation could not be completed due to battery hybrid damage sustained during the analysis process.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The measured battery voltage was 2.81v approximately 22 months after implant.

Event description:
It was reported that the clinician questioned the faster than normal battery voltage drop. The device was scheduled for replacement asap. The device was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The measured battery voltage was 2.81v approximately 22 months after implant. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the clinician questioned the faster than normal battery voltage drop. The device was scheduled for replacement asap. No patient complications have been reported as a result of this event.